Event description:
It was reported the colonovideoscope was not connecting and the tower screen didn't show a feed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the complaint was not confirmed. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.